Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system is approved for magnetic resonance imaging (MRI). An MRI was performed with a safety protocol. Atrial undersensing was noted, which was believed to be caused by MRI environment. After the crt-p system was removed from the MRI protection mode, it was confirmed that this system was functioning as intended. No patient adverse events related to off-label use have been reported. This system remains in use.